Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon occurred due to a faulty fan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined the fan failed. In addition, the evaluation determined the aperture was overloaded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the fan motor did not function. The problem, as reported to olympus, was identified during a procedure. There was no patient injury, associated with the event, reported to olympus.